Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7031319/5063322.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. No device malfunction was suspected. All device components were removed and discarded. No further information could be obtained despite good faith efforts.